Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 10 june 2025,senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on the first attempt made by hcp.

Manufacturer narrative:
The territory manager (tm) reported an unsuccessful removal attempt of the sensor. Date of event was not confirmed. The sensor's site was not confirmed as well. It was confirmed that an incision was made to attempt to remove the sensor. Multiple attempts were made to contact the user to gather additional information. However, the user remained unresponsive. Thus, no confirmation or further investigation of the complaint was possible.inability to remove the sensor is a known and anticipated potential adverse effect. B4.date of this report 24 july 2025. D4.additional device information updated. G3.date received by the manufacturer? 24 july 2025. H6. Health effect - clinical code updated to 4580. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.